Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, as report patient was dislocating as the patient had spinal fusion previously. Implanted (B)(4) capture cup (which is now being presented as a resolution to dislocation after spinal surgery) and our head. No x-rays. CAPA (B)(4).